Event description:
During a coronary stent procedure of an extremely tortuous and calcified rca lesion, the stent dislodged. The physician experienced difficulty crossing the predilated lesion. Upon removal it was then noted that the stent had dislodged at the tip of the guide catheter. Attempts to snare were unsuccessful. The physician elected to secure the undeployed stent in place with a second stent. Patient status is listed as "okay"